Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the doctors have had trouble uploading the insulin pump data. The alarm history was checked and alarms were found for corrupted data and reset errors. The customer declined troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the error test. However, the pump was received with an alarm in the history file due to a corrupted history file. However, the pump downloaded properly to the care link software, and the data was recorded properly. The pump was received with minor scratches on the display window, a cracked case at the display window corners, and a broken reservoir tube lip.